Manufacturer narrative:
The agent reported, patient became infected. Complaint has been evaluated and is similar to report number 1644408-2023-00501; 509-01-036, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to infection.